Event description:
Customer reported the insulin pump hasn't been working since last night. Customer's blood glucose was 265 mg/dl. The settings on the device were incorrect. Troubleshooting for high blood glucose was performed. No symptoms were noted. The drive support cap appears to be normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. No delivery alarm and low reservoir was noted in the history. The cannula was not bent or occluded. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.